Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed motor test. No motor error alarm. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer does not use the sensor feature. Customer's blood glucose reading at the time of the call was 123 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.